Event description:
During a ptca / stenting treatment procedure, the distal portion of the pt2 moderate support 185 cm guidewire fractured off in a tortuous vessel and remains in the patient. The pt2 guidewire was delivered without difficulty, and the distal tip was placed in the distal part of the right jugular artery. The procedure (consisting of lesion predilation, stent placement and post dilatation of the distal part of the stent) was performed over the wire without any problem. The guidewire was then removed without any problem. The next day, another elective procedure involving a lesion in the left circumflex coronary artery was performed. In the x-ray, the distal part of the previously used pt2 guidewire was seen. The position of the detached portion of guidewire was too distal for any further intervention. The current patient status is reported as 'good'.

Event description:
It was further reported that the lesion being treated was a 99% stenotic lesion in the ramus intermedius of the right jugular artery, rather than a coronary vessel as previously reported. The physician used a 6f introducer sheath for vascular access and a 6f cordis xb 4.0 guide catheter to cross the lesion. The guidewire was manipulated through a metal entry needle. The patient was asymptomatic during this event.